Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that an alert was exhibited for low p and r-wave measurements involving the right atrial (ra) lead. High pacing impedance measurements and loss of capture was also on the right atrial (ra) channel. The patient was noted to be experiencing numerous pacemaker mediated tachycardia episodes which were all successfully terminated by the algorithm. The system was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, no additional details were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field that indicated that the patient did not experience any asystole of greater than two seconds due to the reported loss of capture on the right atrial (ra) channel. No adverse patient effects were reported.